Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test, however failed the sleep current test. No failed battery test alarms but low battery alert noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Multiple unexpected low battery alert on (B)(6) 2022 03:48:00.000 were found in pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. Failed battery test was not confirmed, however, cosmetic damage was confirmed cracked case (battery tube). Multiple low battery alert found during testing were isolated to electronic circuit board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer reported that battery compartment and spring was damaged or corroded. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer discontinued to use the device.